Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing connector detached event on (B)(6) 2025 from reservoir. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6009389 have already been previously tested in the complaint (B)(4) on 29-apr- 2025. Test results: the reference samples were visually inspected and tested for flow and in additional leak test. All test results were within specifications as per the test report 2137100. Device history record (DHR) review: packing of quick set. The lot 6009389 was manufactured according to the work instruction (wi) version 81 and packaging in the multivac 12, on 27/sep/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4j04894 was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04016was manufactured according to the wi version 27 assembled in the quickset line, on 27/sep/2024, with a total of (B)(4) units. The lot 4j04017was manufactured according to the wi version 27 assembled in the quickset line, on 28/sep/2024, with a total of (B)(4) units. Gluing of tubing: the lot 4j05017 was glued according to the wi version 42, line 04, 08 and 05 on 27-sep-2024, with a total of (B)(4) units each. The lot 4j05017 was glued according to the wi version 42, line 04, 08 and 05 on 25-sep-2024, with a total of (B)(4) units each. Trending: a query was run in database on 14/jul/2025 against malfunction code hub detached from infusion pump/reservoir and lot 6009389 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.